Manufacturer narrative:
Information was received via published literature. Evaluation summary: the component compatibility is unknown. Neither operative notes nor x-rays have been returned for review. The component fit and orientation is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. With the information provided, a root cause analysis cannot be performed. Evaluation: manufacturing documentation cannot be retrieved and reviewed and a complaint history search of the manufacturing lot cannot be performed. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that patient is experiencing pain and subsidence greater than 10mm.